Manufacturer narrative:
The explanted evoke spinal cord stimulator (scs) system was discarded and not returned for analysis. The cause of the infection could not be determined, it was reported that the infection had resolved post explant procedure. Infection that may require hospitalization with intravenous antibiotic therapy and surgery (including revision, explant, and replacement) is listed as a potential risk in the manufacturer's instruction for use (IFU). The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
A patient reported having experienced infection issues with their evoke spinal cord stimulation (scs) closed loop stimulator (cls) pocket site since the initial implant. The cls pocket site had been flushed multiple times to resolve the infection concerns unsuccessfully. The scs system was explanted, and the infection has resolved.